Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, while the physician was performing a sphincterotomy with a non-bsc sphincterotome, the patient would twitch during power delivery. The physician was utilizing the unit's "blend" mode at 60hz. The account indicated that the grounding pad was intact and the patient was not touching the rails. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient weight is unknown, but was estimated to be 160 lbs. (B)(4) - patient complication of twitching. (B)(4) - patient twitching during power delivery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.